Event description:
It was reported that guidewire tip detachment occurred. The patient presented with critical limb ischemia and underwent angiogram. The target lesion was located in the common femoral patch with lots of scar tissue. A 150cm, 8cm v-18 control wire was used for access. However, the tip of the wire broke off inside the vessel of the patient during attempted access. There procedure was completed with a different device. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: (media inspection) the complaint device was not returned by the customer, nevertheless the customer did provide pictures related to the complaint, where is possible to observe an x-ray, however, there is no visible evidence that the device was broken at the photo attached.

Event description:
It was reported that guidewire tip detachment occurred. The patient presented with critical limb ischemia and underwent angiogram. The target lesion was located in the common femoral patch with lots of scar tissue. A 150cm, 8cm v-18 control wire was used for access. However, the tip of the wire broke off inside the vessel of the patient during attempted access. There procedure was completed with a different device. There were no further patient complications reported. It was further reported that the physician did not attempt to remove the dislodged wire due to leg pain/ limb salvage. Additionally, common femoral artery was the final location of the detached wire after it broke.